Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic left upper lobe resection, on left superior lobar artery, the surgeon was able to press the green button but was not able to squeeze the handle and the device did not fire. They replaced new gun and reload to complete the case. There was no patient injury.